Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cardiac arrest episode. It was also reported the patient had high right ventricular (rv) lead thresholds and some ventricular beats were under-sensed possibly due to morphology. The lead remains in use. No further patient complications have been reported as a result of this event.